Event description:
It was reported that during a procedure the twist drill fractured. The broken drill tip did not remain in the patient's body and was recovered. A different drill was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Report source: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of thies report.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, d4, d9, g3, g6, h2, h4, h6 and h10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ drill. A visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking/ scratching on the drill surface. The drill has fractured just above where the drill body meets the drill flutes. Review of the certs identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.